Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify "reload not have a stapler". Did the device deploy staples? If yes, was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Response: event description clarification - after firing the pvs, it cause bleeding because there is no staple in the reload.

Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify "reload not have a stapler". Did the device deploy staples? If yes, was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion?

Event description:
It was reported that during an unknown procedure, reload not have a stapler. Be the cause of bleed after firing pvs. There were no patient consequences.